Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event" is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at ipg site. As a result, surgical intervention occurred on 2 december 2019 during which the ipg pocket was moved and the issue was addressed. During the same surgery, the ipg was also explanted and replaced as documented in related manufacturer reference number 3006705815-2019-04852. During the same surgery, the lead was also explanted and replaced as documented in related manufacturer reference number 1627487-2019-13784.